Event description:
A caller reported that the insulin gauge on their device was displaying an amount different than expected, with a static fill estimate of 70 despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the potential cause of this issue, explaining it could occur due to variance in measured pressures affecting insulin remaining calculations. The caller understood and acknowledged the explanation.